Event description:
It was further reported that during the index procedure, the patient complained of chest pain after stent deployment that was treated with 0.4 nitroglycerin spray.

Event description:
(B)(4). It was reported that post stenting treatment procedure, in-stent thrombosis and restenosis occurred. In (B)(6) 2012, the patient presented with unstable angina (braunwald classification-ib) and was referred for cardiac catheterization which revealed a 100% stenosed target lesion located in the 1st obtuse marginal. It was 16 mm long with a reference vessel diameter of 2.25 mm and treated with pre-dilatation and placement of a 2.25 mm x 20 mm ion study stent, with 0% residual stenosis. Two days later, the patient was discharged on aspirin and prasugrel. Fifteen days following the index procedure, the patient was noted to have in-stent thrombus and 100% in-stent restenosis located in the 1st obtuse marginal. They planned to treat with pci, however, during the revascularization the physician was "unable to cross the lesion", therefore, revascularization did not occur.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device is a combination product. (B)(6). Device evaluated by manufacturer: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).